Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The device history review for the product auto endo5 ml lot #73j1600632 investigations did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips would not lock and one clip broke while trying to lock on the patient. There was no view of the end of the clips when placed around the cystic duct and tried to lock. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. This was repeated with the same result. Two clips were successfully applied to over-stressed surgical tubing. The remaining clips were fired with no issues. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: the reported complaint of "1 clip broke" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips cold be loaded into the jaws and close with no issues. A broken clip was not returned with the device. The device was received with 9 clips remaining in the channel indicating that the end user fired 6 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the clips would not lock and one clip broke while trying to lock on the patient. There was no view of the end of the clips when placed around the cystic duct and tried to lock. There was no patient injury.